Event description:
The facility alleges the "machine let go of him" causing a potential fall and hit his head open while being transferred, patient required stitches to close head wound.

Manufacturer narrative:
Information received from the care facility indicates that during a transfer, the cna had tipped the lift. A service center inspected the lift and found no discrepancies. Proper transfer, method and lift operations were not followed. Current user guide covers these areas.